Event description:
It is reported that during surgery in 2007, while setting up the tibial alignment guide, one of the spikes broke off during impaction into the hard bone on the patient's proximal tibia. The broken piece was removed and discarded from the patient.

Manufacturer narrative:
This report will be amended when our investigation is complete.